Event description:
It was reported the patient was in the hospital for one week for breathing issues and pain due to uncomfortable stimulation. It was also reported the patient experienced convulsing for two hours which stopped when stimulation was turned off (also see related MFR. Report#: 1627487-2018-13205). During the time in the hospital, the patient developed (B)(6) infection. The patient refused to meet with field representative due to having (B)(6). Field representative advised patient to keep stimulation off.

Event description:
Follow-up information provided the patient has been released from the hospital. Issue resolved.